Event description:
It was reported that during final tightening for a t6-t10 posterior spinal fusion, a collar broke in half. The surgeon removed the screw, nut and collar. Surgeon believes the screw is bent, which caused the collar to break. Surgeon is unsure if the nut is involved with this issue. Surgeon used back up pieces to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation visual inspection revealed the screw is bent at the side opening section of the screw body, the slot and the first thread of the m8 x 0.75-6g thread are damaged. Based on the condition of the returned device relevant features cannot be verified; therefore the cause is unable to be determined. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Additional narrative: product development event evaluation (B)(4): the results of this manufacturing evaluation indicate each process was carried out according to the engineering specifications, and work instructions applicable to each department. In order to isolate the manufacturing process as being a part of the root cause; an equivalent uss collars from synthes (B)(4) operations were made available in the u.s. As 498.011.200. These collars are interchangeable to the uss released version and function in the same way. The introduction of the collar is intended to provide a duplicate part that was made in a different plant, with different raw material, and inspected and released in a different way; thereby mitigating manufacturing as a potential root cause. A product design evaluation was also conducted. This review focused on the interaction of the collar, and nut with the mating instruments and their interaction with the side opening implants. A comprehensive review of the design was conducted by an independent industry expert. This review determined that the uss collar could be improved with changes to the way the drawing was specified and tolerances applied. These changes helped to make the part more tightly controlled; while keeping the collar fully within the design envelope. This refined process on new production equipment will mitigate the product design as a root cause for failure. Mechanical testing: 12-068, 12-155, 12-169, 12-191, 12-196, 12-240, has shown that this collar is susceptible to fracture within the rod slot at the root of the grooves. Each groove acts as a stress riser within the part and is a likely place from which a crack will propagate. To mitigate this as a potential root cause for failure, the 498.010 uss collar (without grooves) will be re-released to the u.s. Market. Testing has shown that this collar will not crack under high torsional loads. The overall analysis of our investigation has indicated that no root cause can be found and on this basis will be deemed indeterminate; however, should new data be presented in the future we will react promptly and appropriately to address. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 3 for complaint (B)(4).

Event description:
This is report 1 of 3 for complaint (B)(4).